Manufacturer narrative:
Product analysis: the device has been returned but the analysis is not complete. Conclusion: a supplemental report will be filed following completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year and eighteen days following the implant of this transcatheter bioprosthetic valve, the valve was explanted and replaced with a non-medtronic surgical valve after the patient presented with dyspnea and moderate-severe aortic regurgitation (ar) was identified. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, all the leaflets were intact and in a closed position. The leaflets were stiff but flexible and intact. The commissures were intact and not torn, however, one of the commissures were covered in pannus. Glistening off white pannus lined the outflow crown. Pannus was observed on the outside of the frame and remnants of pannus was observed along the inflow and outflow aspects of the frame. An unknown amount of pannus may have been removed during explant. The outflow crown appeared oval shaped. A bent strut was observed on the outflow. No stent fractures were observed. Radiography revealed calcification on the tissue at the inflow and no calcification was noted in the belly of the leaflets. If information is provided in the future, a supplemental report will be issued.